Event description:
The account alleged one of the siderails will not latch. The rail drops back down.

Manufacturer narrative:
The technician found the right head siderail will not latch. The technician cleaned and lubricated the siderail latch to repair the bed.